Manufacturer narrative:
When this event was initially received, our procedures for determining MDR did not characterize this event as reportable in accordance with 21 cfr 803.3(w). We have recently revised our procedures to broaden the interpretation of 21 cfr 803.3(w)(3) and are retrospectively reporting previous events dating back to 2013.

Event description:
A temporary prostatic stent was placed by a urologist on (B)(6) 2016. On (B)(6) 2016, the patient reported that the stent was expelled during a void. There was no reported injury but it is believed that the patient was unable to void without the stent in place.